Manufacturer narrative:
Results: a definitive root cause of the stent dislodgement in this case cannot be determined. Eval summary: qa analysis revealed that the catheter was returned with blood in the guide wire lumen. There was no contrast on the shaft and in the balloon and inflation lumen. Neither the stent nor the protective sheath were returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There were bends in the hypotube 12.4cm, 15cm and 76cm distal to the strain relief tubing. No other damage to the catheter was noted. Since the stent and protective sheath were not returned, measurements could not be taken. Product performance engineering reviewed the incident info and analysis of the returned device. Results from qa analysis of the returned rx vision confirmed the dislodgement, as the stent was not mounted on the delivery system balloon. Crimp marks were visible on the loosely folded balloon, between the balloon marker bands, suggesting that the stent was originally positioned correctly and securely at the time of MFR. Additionally noted was the presence of bends along the proximal shaft (hypotube). This mechanical damage was not reported and is not believed to be related to the reported discrepancy. The most likely root cause of this damage may be due to handling during the procedure or when packaging the device for transit back to abbott for analysis. A cine of the procedure was reviewed by the dept clinical analyst. The reported lost vision stent or stent shadow was not seen in any of the shared images on the cd. The stent appears to have been lost, or dislodged from the stent delivery system prior to pt involvement. Potential causes of dislodgment, as observed in past incidents, may include improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the info suggests any of these causes is the most likely cause, but from the case info and returned device analysis, this does not appear to be a mfg related issue. A definitive root cause for the stent dislodgment in this case cannot be determined. It should be noted that the instructions for use (IFU) recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without a properly mounted stent. A review of the finished device lot history record did not reveal any non-conforming material reports. Additionally, a query of the complaint-handling database was performed and there have been no other complaints reported with this part number/lot number combination. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that upon inflation of the balloon (14 bar), it was discovered that the stent was unable to be seen on the x-ray picture. All of the accessories were removed and the stent was still missing. The physician performed a stent boost, but there was no stent located in the lesion. Prior to stenting, the physician performed a pre-dilatation with a voyager. The physician was unable to remember if the implant was on the balloon when the device was unpacked. The procedure was on the right coronary, with stenosis at 90% and no calcification. The physician is almost sure that the stent isn't in the pt. At this time ,there are no adverse pt effects. No add'l event or pt info is available. This is being filed based on the returned product eval that revealed crimp marks on the balloon. This suggests the stent was originally positioned correctly and securely at the time of MFR.